Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. No additional information is available. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/19/2014 - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. The pump casing was opened and no damage or scratches was found with the display lens. The investigation was unable to duplicate the reported damaged display issue. Unrelated to the reported issue, the verify screen was dim and discolored.